Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm6_12.1 implantable collamer lens, -07.50 diopter into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to icl in right eye was removed and replaced with a trifocal lio. The problem was resolved. The lens was replaced with a trifocal lio. The cause of the event was unknown.

Manufacturer narrative:
D4 - unique identifier (UDI) # (B)(4) should be added to the initial MDR. Claim (B)(4).